Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds); was returned for analysis. A visual examination of the crimped stent found the stent had moved in a proximal direction on the balloon. The center to proximal struts were severely damaged, distorted, overlapping and some struts were pulled over the proximal markerband. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issues with the shaft polymer profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A mach 1 guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a non-bsc balloon catheter. Subsequently, a 24 x 4.00 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. After several attempts of crossing the lesion, the stent was noted with lifted/ splintered edge. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A mach 1 guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a non-bsc balloon catheter. Subsequently, a 24 x 4.00 promus premier drug eluting stent was selected for use and advanced but failed to cross the lesion. After several attempts of crossing the lesion, the stent was noted with lifted/ splintered edge. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.